Event description:
The pt was implanted with a device on (B)(6) 2007 for treatment of urinary incontinence. It was reported that on (B)(6) 2012, the pt had his entire device replaced dur to cuff atrophy and recurring incontinence. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Add'l device info: balloon catalog #72400024, serial #(B)(4), mfg 08/30/2007, exp 07/23/2009. Pump catalog #72404127, serial #(B)(4), mfg 07/30/2007, exp 07/23/2009. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.